Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description. The customer repairs the device himself, hence there was no on-site visit by our technician and no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. Therefore, root cause to the reported issue has not been determined.